Event description:
The complainant reported a patient noted as high-risk percutaneous coronary insertion was being implanted with an impella 2.5 device for mechanical circulatory support. During the implantation, there was a failure to deliver the device due to the patient¿s anatomy. The pump was removed without any harm to the patient and the procedure was aborted.

Manufacturer narrative:
The investigation for the reported delivery issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The root cause of the delivery issues was determined to be patient condition. This report is being filed as part of a retrospective review of historical records.